Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient factors (history of valve disease, chronic kidney disease, hypertension, diabetes mellitus, hyperlipidemia) may have contributed to the leaflet calcification and subsequent leaflet motion restriction, stenosis, increased gradient and velocities. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device remains implanted.

Event description:
As reported from the field clinical specialist, approximately 6 years and 9 months post tavr that a patient had a failed 23mm edwards sapien 3 valve. The failure mode reported was stenosis. Medical records were received that indicated that the patient presented with heart failure symptoms. A tte performed showed aortic valve area of 0.41 cm2, mean gradient of 90 mmhg, peak gradient 131 mmhg. Per CT report review by physician "there is mild hypodense thickening of the three leaflets of the transcatheter aortic valve is similar to the previous study. Calcifications on two of the leaflets has mildly increased in extent from previous exam and there is increased moderate to severe restricted motion of these two leaflets, which is highly suspicious for valve degeneration." A valve in valve procedure was performed with a non-edwards valve.